Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a jaw-surgery procedure took place on (B)(6) 2015. After osteotomy, the surgeon was unable to grasp a screw smoothly with the two (2) reported screwdrivers while trying to fix a plate. The surgeon completed the operation with a third (spare) screwdriver. The surgery was completed with a delay of an unspecified amount of time. The screws are not available for the investigation because they were left inside the patient¿s body. This report is for one (1) unknown screw. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. This report is for one (1) unknown screw. Device was not explanted. Complainant part will not be returned as it remains in the patient. Unknown as no part or lot numbers were provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.